Event description:
Information was received indicating that during parenteral nutrition infusion with a smiths medical cadd administration set, it was noted that only half of the medication had gone through, while the pump showed a residual volume of 39 ml. No adverse effects were reported.